Manufacturer narrative:
The dräger s&s organization was not actively involved in examination and repair of the device. The hospital's biomed was seeking dräger's assistance on the phone and, per dräger's guidance a malfunction of the vacuum pump could be identified as the likely root cause for the shutdown of ventilation. The pump was replaced by the biomed and, it was confirmed that the device was working according to specifications again afterwards. Dräger can only take the exchanged information into consideration for an assessment of this case - there was no log file transmitted and the original pump was discarded after the repair ingress. The auxiliary vacuum pressure is required to keep the ventilator diaphragm in place during piston movement and to actuate the valves which control the ventilation cycles. If the vacuum pump fails or if it cannot build-up the necessary pressure level due to e.g. A leakage in the pneumatic circuit, automatic ventilation is not possible. If this condition is present already during pre-use check the device will respond with a failed self-test result. In case of occurrence during use the device will force a shut-down of automatic ventilation and post a corresponding alarm. Manual ventilation with the built-in breathing bag remains possible. The exact failure mechanism could not be determined without the possibility to evaluate the pump. The device is 16 years old with unknown maintenance state. Finally, it can be concluded that the device has behaved as specified for the general error condition. The user was alerted to the ventilator shut-down and could continue with the procedure in manual ventilation or at least bridge patient support until as a replacement device could be introduced. Device not available for evaluation.

Event description:
It was reported that a ventilator failure occurred during use of the device. There was no injury reported.